Manufacturer narrative:
(B)(4). Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Device had broken battery cap, broken battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump does not work. The customer tried to put a new battery in and they were getting a blank screen. The customer was not calling back after receiving a new battery cap. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer reported damage on the insulin pump at the battery cap and that battery compartment lip. The display did not return after the insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.